Event description:
A journal article was received which contained information regarding this patient¿s lead. The article indicated that 14 months after the initial implantation of the lead, the patient required ¿lead advancement.¿ the intracardiac loop had "straightened out." Of note, the sensing and pacing thresholds were "excellent." There were no procedural complications reported and further follow up has been ¿uneventful.¿ the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: transvenous permanent pacemaker implantation in neonates. (B)(4).